Event description:
The customer reported loading problems. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported loading problems. There was no reported pt involvement. Philips is reporting this incident where a device that fails to power up may impact the delivery of therapy. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.